Event description:
During the initial procedure, the haptic tore the capsule. The doctor believed the bag was stable enough to maintain the lens but it was not. He removed the lens and implanted a new lens in the sulcus. There were no reported consequences to the patient.